Manufacturer narrative:
Further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy due to high impedance. As such, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was explanted and replaced with a new lead resolving the issue. Reportedly, therapy was restored post operatively.